Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when the device was shutting off the device would display "service watchdog" and 12 beeps were heard. The unit was able to engage in monitoring activities and provided appropriate error messages and visual status indicators during alarm alert conditions. However, the audible alarms could not be heard. The core board from the customer's unit was installed into a known good radical-7 unit resulted in no display with 6 flash error code. When the core board was re-installed into the customer's unit, the device was fully functional. It was verified that there was a potential interconnectivity issue that could have caused the speaker to not function. Log files indicated that an audio service failure was detected by the core board, as such, it disabled the audio. By disconnecting and reconnecting the core board, the functionality of the device was restored.

Event description:
It was reported that the speaker does not function. No known impact or consequence to patient.